Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During surgery the trail cup became stuck in patient of which the handle broke off and part of the trail cup when trying ot get it out.

Manufacturer narrative:
An event regarding a crack fracture of an unknown adm trial introducer was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis concluded: "after evaluating device, the unknown extractor handle fractured due to an overload condition." -medical records received and evaluation: not performed as medical records were not received for evaluation. Conclusions: the exact cause of this event could not be determined based on the information available. It was reported that the introducer fractured when the trial became stuck during use. The returned device was found to have a fractured connection rod. The device could not be functionally tested due to the damage. A material analysis concluded: "after evaluating device, the unknown extractor handle fractured due to an overload condition." Further information such as medical records, operative reports and return of the associated introducer handle are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
During surgery the trail cup became stuck in patient of which the handle broke off and part of the trail cup when trying ot get it out.